Event description:
The customer reported that the system displayed errors upon boot up which intermittently prevented the system from booting to a usable state. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps4 power supply was evaluated and replaced. The system was tested and found to be working as intended and returned to service.